Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. Blood glucose level of the customer when admitted to the hospital was 288 mg/dl. The customer was treated with the intravenous medication. The customer had vomiting which turned to blood and gastroporesis.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test and self test. However, hardware low level failure alarm confirmed in the pump history due to broken trace on keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer's blood glucose was 197 mg/dl. The customer stated that her insulin pump went through x-ray in the hospital. The customer received the pump error alarm after the self test. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The insulin pump will be returned for analysis.